Event description:
Additional information received reported that the cause of the event was stimulation side effects. Imaging diagnostics were performed and it was discovered that there was no acute process. Reprogramming was also performed and hospitalization was not required.

Event description:
It was reported that when the internal neurostimulator was turned on the patient had trouble walking and, at times, a hard time eating. Patient expressed concern she was not notified of these potential symptoms beforehand. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient gained 37 pounds since traveling to high altitude in 2010. It was reported the patient's "chiropractic neurologist" told her that her brain's inability to tell her when she's full had to do with the thalamus. It was also reported in addition to the patient's previously reported symptoms, the patient experienced difficulties with speech and balance. It was noted the patient had an appointment with her "medical neurologist" in a couple of weeks. Additional information received later the same day reported the patient's device was implanted "a little lower towards her breast tissue." The patient had a difficult time charging, but it was reported if she was dressed in her night gown recharging was not a problem. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient noted that she started seeing a new doctor who adjusted her settings to help decrease falls. The patient had bad falls, four in two months, where she even fractured her nose. The patient had three falls between (B)(6)-2013 and ended up in the emergency room (ER) for her shoulder. Two months later, in f(B)(6) 2014, the patient fell a fourth time and fractured her nose and ended up back in the ER. Since the patient's last fall she was put on more medications and decreased stimulation and had not had any falls.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ extension product ID 7482, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product typ extension product ID 37651, lot# serial# (B)(4), product typ recharger product ID 37642, lot# serial# (B)(4), product typ programmer, patient product ID 3708160, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension product ID 3387s-40, lot# v207484, serial# implanted: (B)(6) 2009, explanted: product typ lead. (B)(4).